Event description:
It was reported that during a percutaneous coronary intervention, the apex balloon was difficult to advance and withdraw. When using the apex monorail balloon in a couple of cases over the past week, the physician stated that the balloons are sticky and hard to advance and withdraw. This was a general comment from the physician and no specific case details were provided. No patient injury occurred as a result of the event. No additional information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.